Manufacturer narrative:
Insulin pump was received with corroded battery cap contact. Analysis was unable to perform displacement test due to missing retainer. Insulin pump was received missing reservoir tube o-ring, serial number label fading, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer's blood glucose level was unknown at the time of incident. No further details were provided regarding damage. The insulin pump was returned for analysis.